Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained repeatable elevated atellica im high sensitivity troponin I (tnih) results on one sample from a 37-year-old male (> reference interval). The results were reported to the physician and questioned. The patient was admitted to the hospital where a new sample was drawn, and a negative result was obtained on an alternate test method that was consistent with patient's clinical condition and considered to be correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings. Siemens is investigating.

Event description:
The customer obtained discordant elevated atellica im high sensitivity troponin I (tnih) results on one sample from a 37-year-old male (> reference interval). The results were reported to the physician and questioned. The patient was admitted to the hospital where a new sample was drawn, and a negative result was obtained on an alternate test method that was consistent with patient's clinical condition and considered to be correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens filed initial MDR (B)(4) on 25-mar-2025. Siemens completed investigation for an outside of the united states (ous) customer report of repeatable elevated atellica im high sensitivity troponin I (tnih) results on one sample from a 37-year-old male vs a low/normal result on an alternate method that was consistent with patient's clinical condition. The investigation included an assessment of the complaint information as follows: reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation is not possible as sample volume is insufficient, therefore, siemens was unable to further investigate. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The customer is operational, and the reported issue was resolved by routine troubleshooting. No product problem was identified. Based on the available information, the cause of the discordance is inconclusive but is consistent with a sample or patient specific issue which could not be specifically determined. A systemic product problem was not identified. The customer is operational, and the reported issue is resolved by routine troubleshooting.